Event description:
Patient with a history of neurogenic bladder and vesico-urethral dysfunction due to spina bifida. Admitted for replacement of artificial urinary sphincter that was implanted 15 years ago.procedure performed in 05. Intraoperative testing of the device demonstrated proper functioning. Shortly after device activation, it malfunctioned. Device replaced.